Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle defect - other was not confirmed upon inspection of the sample. Analysis of the sample showed no damage or defects. The sample passed a floswitch button operation force test with no abnormality observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
Change to b code from b02 to b03.

Event description:
It was reported that bd arterial cannula 20g/45mm - safety shield activation failure when placing the arterial catheter on the patient, the red slider partially snags. According to the user, there is a risk of the catheter slipping out of the vessel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.